Event description:
During a routine cataract extraction procedure the surgeon reported that the machine continued to vacuum after he released his foot from the footpedal. As a result the pt received a capsular tear and required a vitrectomy. The pt was implanted with an anterior chamber lens. At one day post op the pt had poor vision due to a cloudy cornea. The pt's outcome is not known at this time however the vision is reported as steadily improving as the cloudiness decreases.